Event description:
It was reported that during a laparoscopic ap resection procedure, when the surgeon started pressing either of the hand activation buttons, the generator would make a continuous beep and the device would not work. Also, the error code appeared on the generator screen. The staff tried cleaning the device and tested the handpiece. It appeared that the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.